Event description:
Additional information received from the rep indicated that there were foreign materials in the catheters and that there were possible occlusions. The rep noted that she reported all she knew about the events.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the manufacturing representative, regarding unknown patients. Drug information, indications for use, concomitant medications, and patient history were not reported. It was reported that material consistent with tissue had been found in other unknown sutureless (sc) connectors at revisions. It was also reported that revisions had been performed due to loss of effect, but not all of the catheters are sent back for analysis as the material sort of "melts" while sitting out. No other information was given regarding this event; if additional information is received this report will be updated.